Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a carto 3 system. There was a map shift observed during the fast anatomical mapping with the ablation catheter. The maps were extremely off when they were overlaid. There was no patient movement and there was no error message displayed on the carto 3 system. The biosense webster field service engineer spoke to the biosense webster field representative regarding this issue. The biosense webster field service engineer provided troubleshooting tips for map misalignment issues and advised the biosense webster field representative to closely monitor catheters for metal alerts during the next case and check patch placement according to guidelines. The biosense webster field service engineer followed up with the biosense webster field representative following the procedure later on this day. The biosense webster field representative advised there were no issues with map shift during the next procedure. The issue was not reproduced. The system is ready for use. The device history record (DHR) review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a carto 3 system and a map shift occurred with no error message. There was a map shift observed during the fast anatomical mapping with the ablation catheter. The maps were extremely off when they were overlaid. The deca navigational catheter was put in the coronary sinus and it did not correct position even after fast anatomical mapping from the ablation catheter. There was no patient movement and there was no error message displayed on the carto 3 system. The procedure was completed with no patient consequence. Therefore, since this map shift occurred without an error message, it is being assessed as a reportable malfunction.